Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code & lot number combination was conducted with no findings related to the reported event. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an over-tightened suture resulting in a failed closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that post deployment pop was heard. There was a hematoma in the right groin. Additional information was received on 11 jan 2023: the procedure performed for the patient, prior to using the angio-seal closure device was left/right retrograde punctures under ultrasound (u/s). The procedure sheath that was used was a 5fr then upgraded to 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Common femoral artery (cfa) plus angio-seal deployed under ultrasound (u/s). There were issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with the original device, without issue. The estimated blood loss was less than 250cc. There was no, medical intervention required for hematoma aside from overnight observation at bradford post transfer and discharged following day. The time that had passed between initial hemostasis and patient sitting up was 2 hrs 30 mins. Additional information was received on 12 jan 2023: huddersfield does not have an out of hours vascular on call service therefore any vascular complications are transferred to bradford (vascular hub) that has the out of hours on call service. Hematoma occurred after late bleed following angio-seal deployment post procedure. The complication hematoma was managed by manual compression and patient admitted for overnight observation.

Manufacturer narrative:
Weight: slim. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.